Event description:
The customer was discharged from the hospital on (B)(6) 2017 with the reported issue resolved. There was no permanent damage.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 460 mg/dl range and a bolus was delivered; however, the bg did not decrease. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with insulin and fluids. The infusion set cannula was found to be kinked and the cause of the high bg. A pump system check was performed and no pump issues were found. At the time of the report, the customer had not yet been discharged. Although multiple attempts were made to address the bg level, the discharge date was not provided.